Manufacturer narrative:
(B)(4). Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Insulin pump received with cracked belt clip slot and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. It was reported that the insulin pump did not turn on. It was reported that the customer inserted a new battery and frozen display recurred while monitoring the insulin pump. The troubleshooting was performed and was advised to insert a new battery and display did not return after insulin pump restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis..